Manufacturer narrative:
Reason for reoperation is use error.

Event description:
Healthcare professional reported "injecting a solution other than normal saline in a natrelle saline implant". The device remains implanted.